Manufacturer narrative:
Patient identifier: sids = (B)(6). This report is being filed on an international product, alinity I stat high sensitivity troponin-I, list number 08p13, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The same sample was repeated on another analyzer and the result was normal. A different tube from the same draw time also generated normal result. The following data was provided: normal reference range: male is < 26 ng/l; female is < 16 ng/l. On (B)(6) 2022 sid (B)(6) initial result = 1586 ng/l, repeat result = 1243 ng/l, repeat result on access analyzer = 4 . On (B)(6) 2022 sid (B)(6) (same draw time, different tube) = 9 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42429ud00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. An in-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 42429ud00 was identified.